Event description:
On (B)(6) 2025, an ilet user reported sustained high blood glucose (bg) for 24 hours following a supply change. The user was using a convatec inset (23", 6mm) teflon infusion set. Despite a manual humalog injection, bg remained elevated, and symptoms included lethargy and sleepiness. The user was later admitted to the ICU on (B)(6) 2025, for diabetes-related complications and remained hospitalized until (B)(6) 2025. Upon discharge, bg was back in range (91 mg/dl). No further issues were reported. The user was using a dexcom g7 continuous glucose monitor (cgm) at the time of the incident.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.